Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings in the 500¿s mg/dl, the 200¿s mg/dl, and the 150¿s mg/dl within ten minutes. No adverse event reported. A request was made for the return of the strips.